Manufacturer narrative:
Concomitant medical products: 5867-3m adaptor, implanted: (B)(6) 2011; 5867-3m adaptor, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) was explanted and the right ventricular (rv) lead an d right atrial (ra) lead capped due to infection. The ICD was eventually replaced and the ra and rv leads were uncapped and back in service. No further patient complications have been reported as a result of this event.